Manufacturer narrative:
Na

Event description:
During t2 retrograde femoral nail surgery, surgeon went to distally ream with 12mm rigid reamer on ream chuck and he could not push further than an inch into the distal portion of the femur. The surgeon described the instrument as blunt. The pt was 16 yrs of age. We used the 10mm rigid reamer instead and achieved a good result in the end. This particular reamer was a replacement with another reamer that snapped a k-wire in the pt. This new reamer was used once successfully, however, not this second time.